Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 24 x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. An examination of the bumper tip showed signs of damage on the distal end of the tip. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 24 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and noticed that the struts were sticking out from the delivery balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The procedure was completed with a non-bsc device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 24 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and noticed that the struts were sticking out from the delivery balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The procedure was completed with a non-bsc device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 24 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and noticed that the struts were sticking out from the delivery balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported.